Event description:
Caller reported an error with their continuous glucose monitor displaying error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the caller successfully began a new sensor session after completing the reset, with no further errors displayed.